Event description:
Additional information was provided by the reporter. The issue occurred in the beginning of an endobronchial ultrasound (ebus) procedure. An ebus bronchoscope was being used with the single use adapter biopsy valve and single use aspiration needle. No other devices were involved in the event. There was no surgical delay. The intended procedure was completed with the same device. The device was inspected prior to use and appeared intact and good.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Manufacturer narrative:
The review of the device history record (DHR), the device presented no abnormalities. Therefore, it was determined that investigation by using the device of the same structure or similar device was unnecessary. The na-201sx-4021 single-use aspiration needle (lot 12v 22) was returned to olympus for evaluation due to "biopsy port was leaking and spraying water" during an endobronchial ultrasound (ebus). Upon inspection testing of the returned device using a bf-uc180f test scope and a test valve, the user's request was not confirmed. After properly attaching the biopsy valve to the biopsy port on the test scope, it was confirmed that no fluid spilled out from the biopsy channel and did not escape at any location. Probable cause for the failure is user error. It was discovered there was a kink/bend found near the distal end side, the needle had foreign material buildup at the distal end and the handle section had a slight indentation on the needle slider. The instructions for use cautions the user for the bf-uc180f warns the following: "if the single use adapter biopsy valve (maj-1414) is not properly connected to the instrument channel port, it can reduce the efficacy of the endoscope¿s suction system and may cause patient debris to leak or spray from the endoscope, posing an infection-control risk." Olympus will continue to monitor the field performance of this device. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The na-201sx-4021 single-use aspiration needle (lot 12v 22) was returned to olympus for evaluation on 16fe2022. Based on the results of the investigation the user's request was not confirmed. However, upon inspection testing of the returned device, it was confirmed that no fluid spilled out from the biopsy channel and did not escape at any location while using a bf-uc180f test scope and a test valve. It was discovered there was a kink/bend found near the distal end side, the needle had foreign material buildup at the distal end and the handle section had a slight indentation on the needle slider. The event can be detected/prevented by following the instructions for use which cautions the user of the following: "if the single use adapter biopsy valve (maj-1414) is not properly connected to the instrument channel port, it can reduce the efficacy of the endoscope¿s suction system and may cause patient debris to leak or spray from the endoscope, posing an infection-control risk." Olympus will continue to monitor the field performance of this device. Corrected data: d4 lot # 12v 22 d9. Return date updated. H3 updated.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Since the production lot number of the device (maj-1414) was unknown, the device history records (DHR) was reviewed for about one year from the date of occurrence (august 2020 to july 2021). The event was inspected related to the indicated event. There was no abnormality with the device. The root cause of the issue could not be conclusively specified. It was likely the issue occurred might be the following: ·the rubber of the biopsy valve was damaged or deformed by attaching / detaching the needle aspiration and the syringe during the procedure. ·the biopsy valve was not placed properly to the endoscope. Corrected data: d9.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the olympus representative stated the customer was going to return the out of box failure device back to olympus for evaluation. Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The olympus representative reported on behalf of the customer, during a therapeutic procedure, while using the single use aspiration needle, the biopsy port was leaking and spraying water. No patient injury reported. The same issue occurred at the facility with two (2) separate patients on the same day using a new single use aspiration needle. This complaint is related to patient identifier: (B)(6).